Manufacturer narrative:
(Super) poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of cancer in a female patient who received poligrip (formulation unknown) for dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient ... Poligrip (dental). At an unknown time after starting poligrip, the patient experienced cancer. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unknown. The reporter stated that a medical laboratory technician who was drawing his blood told him that she knew a girl who got cancer from using poligrip. The reporter did not wish to provide his contact information; therefore, this case is lost to follow-up.